Manufacturer narrative:
(Expiration date): unk, no serial number reported. This product is not marketed in the us. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
On (B)(6) 2021 we received notification of an article published in sage, european journal of ophthalmology, entitled, 'posterior chamber collamer phakic intraocular lens implantation: comparison of efficacy and safety for low and moderate-to-high myopia'. The study article reports the following adverse events in 8 eyes that underwent icl implantation: 3 cases of early post-op iop (managed with topical hypotensive medication), 4 icl exchange (3 due to low vault associated with rotation), 1 case of asymptomatic anterior subcapsular cataract (without cdva impairment). Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.